Event description:
It was reported that the device was unable to pair to the mobile application due to an alleged bluetooth (ble) telemetry issue on the device. Technical support was contacted, but no intervention has been performed at this time. The patient is stable with no consequences.